Manufacturer narrative:
Philips service swapped components and advised monitoring. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that half of the flexvision monitor was intermittently blank on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.